Event description:
A report was received from the USA stating that the hand control device "would not hold the burr. The drill piece fell out of the hand piece and was not engaging properly. " the reporter stated that the issue was noticed during an anterior cervical discectomy and fusion (acdf) surgery. The reporter stated that there were no delays in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was returned and evaluated. The reported condition of the device not securing the cutter was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. If additional information is received, a supplemental report will be sent. (B)(4).